Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device generated alarm with high pitch tone. The screen became dark and ventilation stopped. Charred smell could be recognized. No injury reported.

Manufacturer narrative:
The device was repaired on site by replacement of the power supply. The concerned power supply was returned to the manufacturer for investigation. The investigation showed that this component had failed due to an overheated transistor. The concerned transistor is part of the first stage of the power supply and exposed to voltage peaks or other disturbances of mains supply. The components are ul-listed and self-extinguishing. Therefore risk of fire is marginal. The failure rate of the component is not conspicuous. The ventilator behaved as specified for a power supply failure, generated alarm via the buzzer, which is independent from the mains supply, and opened the breathing system to allow spontaneous breathing of the patient. The device was returned into use after the repair.

Event description:
Please see initial-report.